Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate accuracy tests were performed and the reported accuracy issue was unable to be duplicated. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no problem found with the returned pump.

Event description:
Information received a cadd legacy 6400 pump fail accuracy +7.95%. No patient adverse events reported.